Event description:
It was reported that a signal loss occurred. On (b)(6) 2026 the patient experienced chest pain, a severe headache, shakiness, and a feeling that she was about to black out. The patient called her doctor and was advised to go to the hospital. At that time, the patient was with her boyfriend, who brought her to the ER. Upon arrival, a fingerstick was taken and the blood glucose reading was greater than 600 mg/dL. The patient was treated with intravenous insulin and fluids. No further medication was reported, and the patient was discharged after spending more than 24 hours at the hospital. Before discharge, a fingerstick was taken, and the blood glucose reading was 200 mg/dL. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.